Event description:
It was reported that the customer experienced high blood glucose in the 300 to 400 mg/dl range for months. Customer had a stroke two days after starting on the insulin pump and believed it was due to the pump, but her diabetes educator explained to her that it was not the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.